Event description:
It was reported the patient's lead was protruding out of the skin. Surgical intervention took place on (B)(6) 2026 wherein the lead was buried deeper to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.